Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The target lesion was located in the superficial femoral artery. An angiojet solent omni catheter was selected for a mechanical thrombetomy procedure. The catheter was prepped and inserted into the patient. After 3 seconds past activation, the system gave the message that the catheter should be primed. The catheter was primed once more and inserted again; however after 3 seconds the same message was displayed. The catheter was primed and inserted for a third time, with the same result. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.